Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter stopped draining and the patient complained of pain. The complainant reported that the catheter was then removed and the balloon that as initially filled with 5ml was observed to only contain 3ml upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter stopped draining and the patient complained of pain. The complainant reported that the catheter was then removed and the balloon that as initially filled with 5ml was observed to only contain 3ml upon removal.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter attached to a drain bag with a sample port connector and tamper evident seal present. The visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 5.5ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). No lumen to lumen leakage was observed, and no leaks along the shaft or around the catheter balloon were observed. Balloon concentricity was observed to be 70:30, which was within specification. The catheter was allowed to rest for 60 minutes. No leaks were observed in that time period. The catheter was then placed in a catheter tip syringe filled with a methylene blue solution to simulate a bladder. Flow was observed from the drainage eyes into the drain bag. No impediment to flow was observed. The catheter was then removed from the sample port connector and flushed from the catheter funnel to drainage eyes. No occlusions were noted and no particles appeared to be flushed from within the catheter. No leaks were observed along the shaft. The catheter balloon passively deflated 5.5ml of methylene blue with no cuffing or ridges observed on the balloon following deflation. Active length of the catheter balloon was measured (0.4190") and found to be within specification (0.4" +/- 0.1"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿lubri-sil® all-silicone foley catheter warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter stopped draining and the patient complained of pain. The complainant reported that the catheter was then removed and the balloon that as initially filled with 5ml was observed to only contain 3ml upon removal.